Manufacturer narrative:
The device was returned for engineering analysis and a gas leak at the shaft to handle joint was confirmed. The needle was dismantled and a crack in the glue was found in the connection of the needle handle to shaft. Bond failure at the connection of the needle handle to the shaft leading to (return) gas leak. The risk associated with this failure type is low as the leak was detected before use and in a part of the device not in direct patient contact.

Event description:
It was reported that a needle shaft leak occurred. During preparation for a kidney cryoablation procedure, an icerod cx 90 degree needle was tested and a leak was found on the needle shaft. The needle was not used in the patient. The procedure was successfully completed with no patient complications reported. It was further reported the leak was at the shaft to the handle joint.

Event description:
It was reported that a needle shaft leak occurred. During preparation for a kidney cryoablation procedure, an icerod cx 90 degree needle was tested and a leak was found on the needle shaft. The needle was not used in the patient. The procedure was successfully completed with no patient complications reported. It was further reported the leak was at the shaft to handle joint.

Manufacturer narrative:
B5 - describe event or problem - updated.

Event description:
It was reported that a needle shaft leak occurred. During preparation for a kidney cryoablation procedure, an icerod cx 90 degree needle was tested and a leak was found on the needle shaft. The needle was not used in the patient. The procedure was successfully completed with no patient complications reported.